Event description:
A 4.0 cancellous and 4.0 locking screw head broke what being placed into a proximal lateral tibia plate.

Manufacturer narrative:
Evaluation summary: the reported event that the screw broke could be confirmed. (B)(4). No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
A 4.0 cancellous and 4.0 locking screw head broke what being placed into a proximal lateral tibia plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.